Event description:
It was reported that the device had the service indication illuminated, logged fault codes and gave an energy fault message while charging. During self-test, the device was charged up to 200j but the recorded discharged energy was between 165 and 185 joules. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control provided customer trouble shooting technical assistance and the ic chip u28 parts information to repair device. Follow up with customer found that the biomed replaced the u28 ic chip on the main pcb and observed proper device operation through functional and performance testing. The device was placed back to service. Customer determined the root cause of issue to be the u28 ic chip from the main pcb.